Event description:
Patient reported left side "breast pain and nipple discharge." Patient also reported a left side exchange from textured to smooth breast implants due to their concern with the product. Healthcare professional later reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.